Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak to the left of the blood sampling valve of the coulter lh 750 hematology analyzer there was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted the leak was coming from sample access reservoir. The fse replaced the sample access reservoir.

Manufacturer narrative:
Evaluation codes - results code - (other): sample access reservoir. (B)(4).